Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was involved in a pocket infection and erosion. The pocket wound tested (B)(6) for (B)(6). Intravenous antibiotics were administered and surgical intervention was later performed. The pocket was reopened and rinsed with vancomycin and closed with mattress sutures. The electrode continues to remain in service. No additional adverse patient effects were reported.